Event description:
On (B) (6) 2009: customer reports during a cystogram procedure, the table stopped working and there was no fluoro available. The system was shut down and could not be powered up again. Customer did not provide patient information, but reported no known adverse effect to the patient.

Manufacturer narrative:
Field service engineer troubleshot system and found a blown fuse on the image intensifier power supply, replaced the fuse and it blew once again. Fse installed new ii power supply and found there was still no image output with the ii. The ii needs to be replaced. However, the customer refused to authorize the replacing the ii or any other part on this system due to it's age. The fse, per customer, reinstalled the original ii power supply but he did not return or release the system for use by the customer.